Event description:
Event description guidant received information that during a transtelephonic monitoring (ttm) session, this ventricular implantable lead exhibited possible loss of capture and loss of sensing. A subsequent office visit found high ventricular threshold measurements. The following day a lead revision procedure was performed, however the lead was unable to be successfully repositioned, secondary to problems with the helix. After four months of service, the lead was explanted, replaced and returned for analysis.